Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, while culturing the evis exera ii duodenovideoscope, yeast was found in and around the scope. The issue was found at reprocessing. The device was inspected prior to use and appeared to be functioning normally. No reported patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the endoscopy support specialist (ess) evaluation and the device evaluation. An olympus endoscopy support specialist (ess) contacted the customer. The customer had the scope with the same problem for a while. The scope had been sent in for repair in the past, and the problem had persisted. The manager did not feel the staff needed any additional training on the scope, or observation. The customer had sent the scope in for inspection and repair based on findings. The scope was at the repair center for further evaluation. The customer was concerned with positive culture tests in the past and wanted olympus to do everything possible to correct the growth in the scope. If the scope still had growth once returned, the facility would get rid of the scope. The customer felt that no additional training or observation was needed, this was only a specific concern for this one scope. The other similar scopes in inventory had not had any issues. The device evaluation was completed. A visual inspection was performed on the received condition. Numerous stains and foreign material were found on the complained device. The biopsy channel was inspected with an olympus borescope. The borescope was inserted through the distal end side of the biopsy channel and at the approximate eighty-five (85) centimeter marking. Foreign white debris was discovered along the channel wall. Additionally, foreign material was also found inside the biopsy channel near the openings at the control body side. The distal end had foreign material, which included brownish residue within the light guide lens. The suction channel was also inspected with the borescope, and soft white spots were found throughout. Further findings included the non-olympus insertion tube, bending section cover and glue. The video scope was purchased in 2017, with no service events thereafter.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation for each event: positive culture test: we could not conclusively specify the root cause of the suggested event due to the user facility did not disclose result of culture test, performed by the user, sbc did not perform culture test because the user declined, and the subject device was repaired by third-party agency. Foreign material was found inside the biopsy channel: the reprocessing process was different from the one recommended in IFU. Inside lg-lens was dirty: the device was repaired by third-party agency and internal parts of lg-lens were corroded by moisture invasion, and the corrosion product remained in the lg-lens as stain. Foreign materials adhered to groove/ gap at distal end: the reprocessing process was different from the one recommended in IFU. This issue is addressed in the instructions for use (IFU): "IFU (operation manual) forbids third-party repair as follows: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. IFU(reprocessing manual) be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. IFU (reprocessing manual) states in chapter 1 general policy that insufficient reprocessing possibly causes patient/ operator infection as follows: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. IFU (reprocessing manual) states in ¿3.5 manual cleaning: brush the forceps elevator¿ detailed reprocessing method of forceps elevator and around the elevator. IFU (operating manual):3.2 inspection of the endoscope states regarding foreign material at forceps elevator, the event is detectable." Olympus will continue to monitor the field performance of this device.